Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they have had issues with the ins itself patient stated right now they are down to only 2 electrodes in her last lead patient stated within the first 3 months of having the device it seemed like every time they were getting error codes they would meet with the representative and they would be down to another electrode. Pt stated they are not getting the coverage that they need from therapy. Pt stated the representative told her a year ago that they might have to have the lead replaced. Pt stated she does have an appt with her hcp today to discuss replacing the lead wire.